Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which observed irregular and red flecks embedded in the tubing on multiple areas due to degraded piece of burned plastic in the tubing. The reported condition was verified. The cause of the condition was due the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red flecks were observed to be embedded in the tubing on multiple areas of a cysto/bladder irrigation set. This was identified prior to use on a patient. The set was removed from the room and another tubing was obtained for use. There was no patient involvement. No additional information is available.